Manufacturer narrative:
Returned product analysis verified the difficulty stated in the compliant. The guide wire as received presents kinks from 53 to 90cm from the distal end. The ptfe sheath is damaged (ripped and cut) along the kinks form 56 to 62cm exposing the corewire along the damage. No other defects were noted to the wire. There were no obvious defects noted to the guide wire that could have caused or contributed to the reported incident, the guide wire is within od specifications. The directions for use states: "to avoid damage and possible shearing of the coating or ptfe sleeve, do not withdraw or manipulate through a metal cannula/dilator or advance the metal cannula/dilator over the guidewire. Extreme caution should be observed when used with a one wall style needle." The manufacturer records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of this event is determined to be handling damage.

Event description:
Event became reportable based on investigation approved in 2007. It was reported that during a leg stenting procedure, a sheath tear occurred. It was noted that the outer sheath of the magic torque guide wire tore away from the wire core and became unraveled. A catheter was inserted over the guide wire and the devices were removed together without incident. The procedure was successfully completed with another of the same device. No pt complications were reported. Pt status is reported as "stable." Product analysis revealed the polytetrafluoroethylene (ptfe) sheath is ripped and cut.